Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that after fluoroscopy and ias (image acquisition system) restart, the system could not be used. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation could not provide a clear result as the temporarily affected unit was not replaced but repaired. A part for possible investigation purposes was not available. In the opinion of our system specialists, the error described is most likely due to a temporary hardware problem. According to the service technician, the image acquisition system (ias) had a temporary contact problem. This theory is also supported by the fact that after pulling and carefully reconnecting the affected circuit boards and cables of the ias bb1 pc, the error was eliminated. In case of a recurrence of the error, it is nevertheless recommended to replace the affected ias bb1 pc with the newer comparison type ias bb2 pc. The affected boards and cables of the ias bb1 pcs have been reconnected by the local service organization and the error mentioned has not been reported again. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.